Event description:
Related to 814717 & 814718. The hospital reported that the hst iii system (3.8mm) failed. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the delivery device with the seal were returned for evaluation. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed to be an opened state but not in the normal seated position. There were no cracks or delamination observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was observed. The lot #3000292796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.